Event description:
Reporter indicated a patient had high lead impedance readings during a routine office visit. The patient has also had an increase in seizures greater than pre- vns baseline. X-rays reviewed by the manufacturer did not show any obvious anomalies. Additional x-rays were evaluated by site which reported a clear lead break at the electrode bifurcation. A surgery consult has occurred and surgery is likely.

Manufacturer narrative:
X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected.